Manufacturer narrative:
(B)(4). Computer software performance tests conducted, algorithm analysis, software / firmware caused event, unusual event. The investigation determined that the discrepant target not detected (tnd) result was caused by the baseline normalization calculation of the elth algorithm. In very rare instances, the analysis curves of the affected samples are noisy in the first few cycles. The (B)(4) curves did not have enough valid baseline points for a correct calculation of the baseline. Therefore, the data points of the plateau region were incorrectly used for the calculation of the baseline, leading to an incorrect tnd result. All affected roche molecular systems assays were assessed for risks and possible impacts due to the elth baseline normalization anomaly. All potential failure modes were analyzed. The anomaly has an extremely low rate of occurrence. (B)(4). All residual risks identified were determined to be in the acceptable or alarp (as low as reasonably practical) range. The overall residual risk was determined to be acceptable with no major impact on assay or system performance expected. (B)(4).

Event description:
A customer in the u.s. Reported that they recieved a (B)(6) patient sample result for (B)(6) while using the kit c-taq hbv 48 tests us-ivd (p/n 03577163190; lot m03237) with the cobas taqman 48 analyzer (p/n 03279332001 s/n 2416) with amplilink software v.3.2.2 (p/n 05021357001). The result that the software reported was (B)(6). However, the flourescence amplification curve shows that the sample had (B)(6). When the sample was re-run, the titer was (B)(6).

Manufacturer narrative:
This issue is currently under investigation. No conclusions can be drawn at this time.